Event description:
On 12/15/2019 oateomed was notified of an incident that occur with our logic, activation wire, 62mm (part number 216-03020). It was being used as half of a bi-lateral mandible distraction surgery. Per the distributor, the plate was implanted on (B)(6) 2019 and 3 days post operation the patient was discharged home in an attempt to distract mandible 20+mm. Five (5) days post operation the patient's mom initiated distraction with supplied tool. Twelve (12) days post-operation the mother presented to dr. (B)(6) with broken left sided distractor with 5-10mm still protruding from the moving plate. Did not snap off at the joint.

Manufacturer narrative:
The 62mm activation wire, p/n 216-0302, was broken twelve days post-op. The break occurred when patients' mother was attempting to remove the tool from the activation wire. The root cause for the breakage was unintended use error. There was no lot number provided; therefore, no review of the DHR was possible. A two-year review did not identify any capas or ncrs related to this instrument family, p/ns 216-030x. This is the only complaint for this issue, "activation wire broken post-op", discovered in a two-year review of the complaint database. This activation wire is a part of the logic mandibular distraction system. The logic risk document (fmea) covered an activation wire breaking post-operatively. The severity rating is a 3. Per the design risk management procedure, a rating of 3 indicates a "serious" severity level (results in injury or impairment requiring professional medical intervention). The final predicted risk level ranges from low to high depending on the potential cause. The logic instructions for use (IFU) have several warnings that are pertinent. The IFU warns against bending of the system, excessive torque on the activation wire, and excessive activity or trauma. The IFU also warns that the "patient/guardian is to be made aware of the surgical risks and possible adverse effects prior to surgery, and warned that failure to follow postoperative care instructions can cause failure of the implant and the treatment." Finally, it states that during distraction, "the activation wire should be kept coaxial (aligned) with the distractor body." The logic surgical technique guide (stg), has all of the same warning and precautions as have just been quoted above from the logic IFU. This issue will be monitored through routine trending.